Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The baton was plugged into a test monitor and the monitor was powered on; the baton produced a poor image, no image, green stripes or a scrambled image. Inspection of the baton showed that the cable was damaged and also showed a badly cracked camera lens. The damages were customer caused and the baton had to be replaced. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, there was either no image or a flickering image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.